Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 91 mmol/l with a repeat result of 139 mmol/l. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. Internal qc results were acceptable. The sodium electrode lot information was requested but was not provided. The field engineering specialist found that the water in the incubator bath was overflowing. As the customer could not provide all the requested information, the investigation could not identify a definitive product problem. The cause of the event could not be determined.